Event description:
It was reported that during an off label iliac stenting treatment procedure, the shaft of the carotid wallstent 10.0 x 24 mm delivery system fractured. The shaft was broken just after the dr delivered the stent from the introducer. Because the stent shaft was broken at the very beginning of the delivery process, the dr was able to rtrieve the fractured portio form the pt. An 8 mm wallstent blue box was successfully placed without further difficulties. No pt injuries or complications were reported. Pt status is reported as "okay". This product is approved "ous" only, but is similar to a device marketed in the us.